Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro started beeping and self-activated. It worked properly after switching out the extension cable, power supply, and a replacement device. The hospital did not report any pt effects. Please refer to MFR report #2242352-2013-00438.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).